Event description:
A patient with unknown past medical and surgical history, approximately 12 months ago, underwent an adhesiolysis with placement of seprafilm. The pt developed a small bowel obstruction and was re-operated upon. At the time of the second surgery, the pt's small bowel was frozen together and there was fat necrosis of the mesentery of the small intesting. The physician felt that the events were definitely related to the use of seprafilm. MFR's comment: please refer to sflm-10141 for an additiohal report of fat necrosis of the mesentery of small intestine, small bowel was frozen together (adhered together), and small bowel obstruction from this physician.